Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. The customer advised that the patient did not survive the event; however, they do not believe that the device use contributed to the patient's outcome because all shock attempts were delivered to the patient successfully and the losses of power did not result in any delay in delivering those shocks. Additionally, they believed that the patient was already deceased upon arrival of medical personnel. A backup device was also available during the event, but the customer did not indicate whether or not the backup device was used to treat the patient.

Manufacturer narrative:
Physio-control downloaded the electronic patient record from the event for analysis. Upon review of the electronic patient record, physio-control verified that there were multiple power off/on cycles during the event. Physio-control replaced the system/memory pcb assembly and main keypad assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. The customer advised that the patient did not survive the event; however, they do not believe that the device use contributed to the patient's outcome because all shock attempts were delivered to the patient successfully and the losses of power did not result in any delay in delivering those shocks. Additionally, they believed that the patient was already deceased upon arrival of medical personnel. A backup device was also available during the event, but the customer did not indicate whether or not the backup device was used to treat the patient.